Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 411 mg/dl. Customer stated that, he is not sure hey he is getting a no delivery. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. Assisted customer in troubleshooting the no delivery. Customer advised to call back if continues to have issues with the no delivery and replaces the set. The insulin pump will not be returned for analysis.